Event description:
It was reported that the patient with this neurostimulator (ins) had surgery to explant their ins and tined lead. The patient was then implanted with an entirely different system. The patient was under the impression that they would be reimplanted with the original same system. It was not until the next day post-explant that the patient noticed they were implanted with a different device system. The patient said if they had known the new implant would be a different system, they would not have moved forward with the new implant. The local care team were never notified about the explant surgery until after the fact. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: block d10: model number/catalog number: 1201 serial number: unknown batch/lot number: unknown model/catalog description: tined lead unique identifier (UDI) #: (B)(4).